Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, the reported positioning failure associated with inability to grasp and capture the leaflets appear to be due to the challenging patient anatomy (short leaflets, atrial dilation, anterior override, and large mva). The reported unspecified tissue injury resulting in worsening mr appears to be due to the procedural conditions associated with positioning failure. Additionally, unspecified tissue injury and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, worsening mitral regurgitation, mitral valve replacement, and prolonged hospitalization. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with atrial dilation, anterior override, and large mitral valve annulus. First clip (ntw) was advanced to the mitral valve; however, it was not possible to grasp both leaflets due to short leaflets. It was decided to use another clip. An xtw clip was implanted a2/p2 lateral with no reported issue. Another clip (nt) was advanced to the mitral valve to further reduce mr. Multiple attempts to grasp the leaflets at a2/p2 were performed but was not possible. At this point, it was noted that the leaflet was torn on the lateral side of a2/p2. After 3 hours, it was decided to remove the nt clip and abort the procedure. The final mr was grade 4+. On (B)(6) 2023, the patient received a mitral valve replacement. It was noted by the surgeon that both p2 and p3 had portions of torn leaflet and posterior wall damage. The patient is hemodynamically stable. No additional information was provided.